Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a patient experienced a mucosal membrane pressure injury while using the device. The pressure injury was described as being a full thickness injury located at 6 o'clock on the rectal region where the tubing comes through the legs. The pressure injury was detected 2 days after the device was put into use. A wound care nurse was consulted, who treated the area with a foam dressing, mepilex. Mepilex can be bought in certain forms at the local pharmacy. The patient was discharged home at a later date. A full thickness pressure injury would be considered at a stage iii.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this fecal containment product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the fecal containment product ifus are found to be adequate based on past reviews. (B)(4). The device was not returned.

Event description:
It was reported that a patient experienced a mucosal membrane pressure injury while using the device. The pressure injury was described as being a full thickness injury located at 6 o'clock on the rectal region where the tubing comes through the legs. The pressure injury was detected 2 days after the device was put into use. A wound care nurse was consulted, who treated the area with a foam dressing, mepilex. Mepilex can be bought in certain forms at the local pharmacy. The patient was discharged home at a later date. A full thickness pressure injury would be considered at a stage iii.